Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the root cause of the incident could not be determined. The IFU states: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
During pre-use inspection, the balloon ruptured, rendering the device unusable. A replacement device was used to successfully complete the procedure. No patient injury was reported.